Event description:
Info received indicates the caster will not lock completely when the brake is applied.

Manufacturer narrative:
The technician found the caster was worn. He replaced the caster to repair the bed.